Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while trying to rewind his pump he received a compromised forced sensor alarm. The customer¿s blood glucose was unknown at the time of the incident but his earlier blood glucose was 250 mg/dl. He stated that the pump ran out of insulin so he changed his set and while he was trying to prime, the pump was not counting numbers. Insulin was pushing out. During prime rewind anomaly troubleshooting, the customer said that the pump was alarming during the call and that the drive support cap was sticking out. He stated that he had not pushed the cap. Also, advised the customer that the possible cause of the compromised forced sensor alarm occurred during seating the force sensor which did not detect the reservoir. He was advised that because of the compromised forced sensor alarm, his settings could not be retrieved. The customer was advised that the pump would need to be replaced, to discontinue use of the pump and to revert to a backup plan per their healthcare provider¿s instructions. He said that he is currently on vacation but has another pump at home that he has never used. The customer was told to call back once he returned from vacation so that he could be assisted with programming, priming and rewinding his pump. The insulin pump will be returning for analysis.